Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. And also customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer stated that the sensor was not working properly led to the event. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-386a.. Troubleshooting was performed for difference between glucose values. The customer reported sensor glucose value of 80mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. The customer stated that the insulin was squirting out of the set. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-386a.